Manufacturer narrative:
Device passed displacement test. Device received with scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had issued with he's reading. Customer stated that they had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.